Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the left ventricular lead had low pacing impedance when measured with the new device and with the lead analyzer. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.